Event description:
It was reported that the device was used during a subtotal proctocolectomy for refractory pseudomembranous colitis with transection of the anorectal junction at the pelvic floor. It was reported that the staples were malformed. The surgeon repaired the whole anastomosis by hand manually. Although the patient suffered no complications from this procedure, the pt subsequently died with a myocardial infarction.